Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer noticed no door failure upon arrival and reseated the latch assembly connection as that was the likely cause. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that the door kept failing to open, and the malfunction occurred when the user was trying to issue the medication. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.